Event description:
Caller alleged discrepant results with the meter compared to the lab on one pt. Results as follows: date: (B)(6) 2011, inratio: 4.1, lab: 7.0. Compared with lab result at the same time.

Manufacturer narrative:
Investigation pending.